Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the tubing got detached at the quick release. The patient observed insulin coming out of the tubing 1 hour after the change of set. It occurred with 1 set. No further information available.